Manufacturer narrative:
Note: we have not completed our investigation of this event at this time. We will file a f/u MDR at the completion of the investigation. (B)(4).

Event description:
The customer reported that at the end of a pt CT clinical procedure, the couch was moved out of the gantry and the couch moved down on its own. The field service engineer determined the cause was from a failed left gantry control panel. There was no report of harm to a pt or operator.